Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail and locking screws were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants returned were documented as faultless prior to distribution. Regarding nail: during investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step (fatigue fracture). The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. Finally the anterior bridge broke spontaneous in a brittle fracture at medial. After the anterior bridge was full or main partly broken, the posterior bridge followed first step by step (fatigue fracture), than spontaneous in a brittle fracture. Bearing points on the distal part of the proximal nail hole and the deformed distal nail holes indicate that heavy loads were applied postoperatively to the implants; these loads most likely also did contribute to the nail breakage. The reported non-union most likely also did contribute to the implant breakages. Non-unions, postoperatively loads and intra-operatively implant damages are listed as adverse effects in the IFU. Because no manufacturer related issues were found the case is attributed to a user error contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that the nail broke.